Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl. Customer was treated with a manual injection. Current blood glucose level was 235 mg/dl. The insulin pump passed self test and displacement test. Customer had been using an insulin pump system within 48 hours of the reported high blood glucose event. The auto mode was not active at the time of the incident. The insulin pump will not be returned for analysis.